Manufacturer narrative:
Correction: section b5 of the initial report should read "[14] of 16 lead contacts were confirmed to have high impedance." The event of impedance issues /ipg site pain was reported to abbott. Lead diagnostic showed high impedance on the leads. The patient was experiencing ipg site pain due to discomfort. Patients doctor passed away and their surgery has not yet been rescheduled with another doctor. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Patient had the ipg and leads explanted and replaced to address the issues.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2024-01892, 3006705815-2024-01889. It was reported that the patient was experiencing pain at the site of the ipg as well inadequate relief from their scs system. 15 of 16 lead contacts were confirmed to have high impedance. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.